Event description:
No additional information was provided.

Manufacturer narrative:
It was reported by customer they noted to be a crack/break in the tubing at the site right below bottom port. One sample of material 2420-0007 was submitted for quality investigation. Visual inspection of the sample showed that the sample was missing the drip chamber when it was received. In order to test for the failure reported by the customer, water was pushed through the infusion set through the first smartsite using a 10ml syringe. A leak was identified coming from the most distal smartsite of the infusion set, coming from the outlet port of the smartsite. Further investigation of the leakage site indicates that there is an inconsistent bond between the smartsite port and the infusion set tubing causing the leakage. The customer complaint of tubing damaged - leak was confirmed. The investigation was continued at the manufacturing location. After further analysis, the leakage identified between the tubing and the y-site port was related to and insufficient bond between the two components. This insufficient bond could be related to an incorrect solvent application between the tubing and the y-site body. The standard work instruction was reviewed and updated and quality notification has been created in order to address the issue for future production. A device history record review for model 2420-0007 lot number 24036291 was performed. The search showed that a total of 86,403 units in 1 lot number was built on 25mar2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material # 2420-0007 batch # 24036291 it was reported by customer that the primary infusion set was infusing iron. Suddenly noticed iron medication on patients clothing. Writer touched and assessed tubing and noted tubing wet with medication. Noted to be a crack/break in the tubing at the site right below bottom port. Verbatim: rcc received a complaint via email. Email(s) attached. Chc complaint reference #: (B)(4). Hospital complaint reference #: (B)(4). Customer (hospital) name: (B)(6). Customer address: xxx contact name: xxx phone: xxx e-mail: xxx correspondence language: english cat# of product being complained: al2420-0007 description of product: gem v/nv 20d 1cv 2ss dehp-free 20ea/ca lot or s/n: (B)(6) complaint category: damaged / broken reportable: no incident date: 16 jul 2024 hospital complaint reference #: (B)(4). Details of complaint (reported issue): please follow up with xxx at yyy for the product concern outlined below within 3 business days; and advise of any special shipping instructions for pick up, courier or discarding of product. Please investigate and follow up with a written report from your quality assurance as to your findings and resolutions. Product concern ticket number:(B)(4) date of incident: 16-jul-2024 hospital: (B)(6) department: hospital at home vgh (medicine product: bd alaris pump infusion setvmid: al2420-0007 lot number: 24036291 product expiry date: 25-mar-2027 number of defective product(s): 1is sample available: yesconcern description: pt primary infusion set was infusing iron. Suddenly noticed iron medication on patients clothing. Writer touched and assessed tubing and noted tubing wet with medication. Noted to be a crack/break in the tubing at the site right below bottom port. Air complaint noticed: during / after use problem frequency: 1st time customer exposure: patient injury: no has health canada been informed? Unknown qty affected: 1 ea samples available? Yes is customer requesting an rga?: no return qty: qty samples: 1 ea.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.